Event description:
The stapler was presented to the field and label removed in the normal fashion. The stapler was fired by the surgeon, and bowel cut, then there were no staples in the remaining bowel. None where noted in the pelvis either-as if they fell out of the rectum or misfired in the pelvis. The rectum/bowel was sewn with 2-0 sutures. The case continued without further incident.